Event description:
The customer reported error code 3551 (wash pressure range exceeded) had occurred on the axsym analyzer. During troubleshooting, the customer saw what he described as a small puff of smoke coming from the area of the sample syringe. Further investigation showed liquid dripping from pressure monitor switch caused short on syringe pcb. The field service representative (fsr) found the tubing at the pressure monitor was loose causing a fluid to leak on sample probe resulting in a short, damaging the power I/o board. The fsr replaced the sampling probe and the power I/o board. No one was injured.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: a leak occurred due to a loose pressure monitor tubing. An evaluation was conducted in response to the smoke observed by the customer. The evaluation consisted of a review of customer complaints, current product labeling, the information provided including the complaint text and a field service representative inspection and service of the analyzer. Product labeling was reviewed and found to adequately address the potential hazards, operational precautions and limitation of the axsym, as well as, instructions for performing a pm check and probable causes and corrections for resolving error code 3551. The field service representative found the tubing at the pressure monitor was loose and had leaked on the sampling probe and the sampling syringe power I/o board causing a short to occur. The fsr replaced the sampling probe and the power I/o board. A review of all customer complaints and inspection of the axsym for this leaking scenario found that leaking can occur as a result of loose tubing connections or from overpressure in the pressure monitor due to an obstruction. The outcome is dropping of bulk solution 4 onto the sampling syringe I/o board which can result in a burning smell or smoke. Leaks at the tubing connections are usually a result of inadequate positioning initially or loosening of the connection with wear. This customer issue was not the result of a nonconforming part; however, an engineering project was opened to develop an enhancement to the analyzer to prevent leaking fluid from affecting the sampling syringe assembly and the I/o power board area of the axsym. Based on the investigation and the information provided, no deficiency was identified for the axsym analyzer (B)(4) or for the axsym I/o power board, part number 4-37430-01.